Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Weekly self tests have failed multiple times over the last few months according to the end user. Pad-pak expiry 8/2017.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, belfast on the 15th may 2013. The history log for this device showed that the pad-pak was first installed on (B)(6) 2013 and that it had performed all self-tests up to and including the last log entry on (B)(6) 2017. The device was tested on the calibrated defibrillator using the returned pad-pak and delivered a test shock without fault. The information provided by the customer indicates that the self-test fails occurred approximately 6 months prior to the pad-pak expiry date (B)(6) 2017. The returned pad-pak has an expiry date of august 2017 however the voltages measured would not have caused the device to issue a low battery fail. The device failed a weekly auto self-test due to a low battery on (B)(6) 2017 approximately 45 months from initial installation and a notable fluctuation in voltage was observed. The pogo-pins and the battery monitoring circuitry was verified during the investigation suggesting that the self-test fail was due to either the pad-pak being incorrectly seated within the device housing or that the user had an additional pad-pak with the same expiry date and that this pad-pak was installed in the device from initial installation and became genuinely depleted over time, despite being 6 months prior to the expiry date, and was not returned for investigation. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.